Manufacturer narrative:
Pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specification range. Pump was monitored and tested with no unexpected battery alarm noted. Pump was inspected with no broken battery cap and missing reservoir tube lip o-ring. However, found broken battery tube thread and broken reservoir tube lip noted. Pump received with corroded battery tube noted. No moisture damage on electronics and motor assembly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that pump exposed to fluid and o-ring inside lip of reservoir compartment is missing. The customer's blood glucose was 69 mg/dl. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.